Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had swelling and infection of the wound 3 to 5 day post operatively following an open ovariectomy procedure. The patient had to be re-operated.